Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via novartis. The patient's historical conditions included muscle spasticity and sleep apnea. The patient was diagnosed with relapsing-remitting multiple sclerosis (rrms) in 2001. The patient was significantly physically and cognitively disabled secondary to the multiple sclerosis. Historical drugs included betaeron and tysabri (natalizumab) which was discontinued in (B)(6) 2014 due to jc virus antibody positive status and risk of pml also included sulfa drugs for which the patient had an allergy. The patient's current conditions included weakness (weaker lower extremities) and overactive bladder. On (B)(6) 2015, the patient's dose of gilenya was switched to every other day (prescribed underdose) because of low lymphocyte count. On (B)(6) 2015, the patient's nitrate in urine was positive, urobilinogen urine was 0.2 mg/dl. On (B)(6) 2015, the patient's full blood count was 81.1% (normal value: 42-70), absolute lymphocyte count was 0.1 thou/ul (normal value: 0.8-4.5), lymphocyte count was 3.1% (normal value: 20-45) (lymphopenia), monocyte count was 12.4% (normal value: 4-11). On (B)(6) 2015, the patient's haemoglobin was 13.6 g/dl (normal value: 12-16), absolute lymphocyte count was 0.100 /ul, white blood cell count was 3.0 thou/ul (normal value: 4-10) (leucopenia). On (B)(6) 2015, the patient's eosinophil count was 6.4% (normal value: 0-5), full blood count was 77.1%, lymphocyte count was 0.1, 4.4%, monocyte count was 11.3% and white blood cell count was 3.0 thou/ul. The patient was taken off from gilenya on (B)(6) 2015 secondary to leukopenia and lymphopenia. On (B)(6) 2015, the patient restarted the treatment with gilenya at a dose of 0.5 mg qd, orally. On (B)(6) 2015, the patient's absolute lymphocyte count was 0.9. On (B)(6) 2015, the patient's MRI brain was diagnosed new areas of demyelination involving lateral aspect of left portion of the pons, anterior right pons. On (B)(6) 2015, the patient's blood chloride was 97 mmol/l (normal value: 100-108), blood glucose was 106 mg/dl, blood potassium was 3.3 mmol/l (normal value: 3.5-5.1), carbon dioxide was 34.6 mmol/l (normal value: 22-31), urine analysis was with appearan ce - cloudy, urine esterase- large, urine rbc - 10 to 25/hpf, urine wbc - 25 to 50/hpf, bacteria occasional. On (B)(6) 2015, the patient's polymerase chain reaction was 23, carbondioxide was 34.6 mmol/l, blood potassium was 3.3 mmol/l, blood creatinine was 0.42 mg/dl, blood chloride was 97 mmol/l. On (B)(6) 2015, the patient's absolute lymphocyte count was 941 /ul (normal range: 850 to 3900). During the routine clinic visit in (B)(6) 2015, the patient complained of worsening symptoms, low grade fever (pyrexia), weaker in lower extremities with transferring, fatigued, blurry vision. Recent MRI showed extensive demylination (central nervous system lesion) within posterior and right pontine region. The degree of demylination was progressed since the prior examination. Ua was ordered which showed large amount of leukocyte esterase and blood, so the patient was started on nitrofurantoin 100 mg bid, also received zantac bid, ambien prn. The patient was treated with IV steroids for 4 days, first dose will be given today and after this acute exacerbation of multiple sclerosis, the patient was discussed about starting lemtrada. During the visit on (B)(6) 2015, the patient complained of feeling droopy (gait disturbance) and having increased weakness (asthenia), diagnosed with urinary tract infection and was currently on macrobid. Due to this worsening symptoms as well as worsening on the MRI, she was getting treated with IV solu-medrol. The patient was diagnosed with dysarthric speech (dysarthria) in neurologic exam with mild disinhibited. The events, blood creatine phosphokinase increased, leukopenia, lymphopenia was recovered on (B)(6) 2015, the events, urinary tract infection, muscle spasticity, muscle twitching and blood pressure decreased was recovered on (B)(6) 2015. Seriousness of the events, blood creatine phosphokinase increased, leukopenia, lymphopenia, urinary tract infection, muscle spasticity, muscle twitching and blood pressure decreased was reported as non-serious and not reported for other events. Seriousness of the events blood creatine phosphokinase increased, multiple sclerosis relapse and central nervous system lesion was upgraded based on information available in source document. Follow up report received from a health care professional on (B)(6) 2015: added lab data, treatment drugs (ambien, solu-medrol, macrobid), medical history, added events (multiple sclerosis relapse, dysarthria, urinary tract infection (second occurrence), prescribed under dose, pyrexia, asthenia, gait disturbance and central nervous system lesion was added), updated gilenya therapy dates. Multiple sclerosis relapses and central nervous system lesions can be expected as part of multiple sclerosis natural course in spite of pharmacological treatment, therefore, kept not suspected to the suspect medications. Additionally, the patient's weight was updated to (B)(6).

Event description:
Additional information received from a healthcare provider (hcp) indicated there was knee wound/open wound of buttock , without mention of complication. The patient had a mole removed from the arm for biopsy. The patient had an ulcer on the right heel, a cold, allergies, and were given gilenya every other day. Methylprednisolone and zantac were added as treatment drugs.

Manufacturer narrative:
(B)(4).

Event description:
[The following information will be captured in a separate product event to capture events post-pump/catheter replacement: it was reported that the following significant lab tests were recorded on (B)(6) 2015: blood glucose was 100 mg/dl (normal value: 74-99 mg/dl), red blood cell count was 3.82 (normal value: 4-5) (red blood cell count decreased), hemoglobin was 11.6 g/dl (normal value: 12-16 g/dl) (hemoglobin decrease), and hematocrit was 35.1 % (normal value: 36-48 %), blood creatinine was 0.45 mg/dl (normal value: 0.60-1.10 mg/dl), blood urea was 6 mg/dl (normal value: 8-20 mg/dl), eosinophil count was 6.9 % (normal value: 0-5 %), blood creatine phosphokinase was 513 u/l (normal value: 26-140 u/l), lymphocyte count was 0.4 (normal value: 0.8-4.5), lymphocyte count was 15.5 % (normal value: 20-45 %), monocyte count was 13.7 % (normal value: 4-11 %), blood calcium was 8.2 mg/dl (normal value: 8.5-10.5 mg/dl), and white blood cell count was 2.7 (normal value: 4-10). On (B)(6) 2015, the patient had increased spasticity, spasms, muscle twitching and significant itchiness. The catheter tip was positioned at the t9 level. The patient received a 40 ml pump with 2000 mcg/ml concentration and the intrathecal baclofen dose was restarted at 1000 mcg per day. Increased spasticity and itchiness continued and the patient denied any significant pain. The therapy status with gilenya and baclofen was ongoing. The outcome of the other events was not reported. The seriousness of the events was not reported. Causality of the events with baclofen was not reported. Discomfort was also noted. The outcome of the event muscle spasticity and pruritus was reported as condition unchanged. On (B)(6) 2015, the patient's absolute lymphocyte count was 0.9 (normal value: 0.8-4.5). During the visit on (B)(6) 2015, the patient complained of feeling droopy (gait disturbance) and having increased weakness (asthenia), and was diagnosed with urinary tract infection and was on macrobid. Due to this worsening symptoms as well as worsening on the MRI, she was getting treated with IV solu-medrol. The patient was diagnosed with dysarthric speech (dysarthria) in neurologic exam "with mild disinhibited." During the patient's routine clinic visit in (B)(6) 2015, the patient complained of worsening symptoms, low grade fever (pyrexia), weaker in lower extremities with transferring, fatigue, and blurry vision. Recent MRI showed extensive demyelination (central nervous system lesion) within posterior and right pontine region. The degree of demyelination was progressed since the prior examination. Ua was ordered which showed large amount of leukocyte esterase and blood, so the patient was started on nitrofurantoin 100 mg bid, also received zantac bid, and ambien as needed (prn). The patient was treated with IV steroids for 4 days, first dose will be given "today," and after this acute exacerbation of multiple sclerosis, it was discussed with the patient about starting lemtrada. On (B)(6) 2015, the patient's MRI of the brain was diagnosed with new areas of demyelination involving lateral a spect of left portion of the pons, anterior right pons. The patient fully recovered from leukopenia, lymphopenia, and increased blood creatine phosphokinase on (B)(6) 2015. On (B)(6) 2015, the patient's blood chloride was 97 mmol/l (normal value: 100-108), blood glucose was 106 mg/dl, blood potassium was 3.3 mmol/l (normal value: 3.5-5.1), carbon dioxide was 34.6 mmol/l (normal value: 22-31), urine analysis was with appearance - cloudy, urine esterase- large, urine rbc - 10 to 25/hpf, urine wbc - 25 to 50/hpf, bacteria occasional. On (B)(6) 2015, the patient's polymerase chain reaction was 23, carbon dioxide was 34.6 mmol/l, blood potassium was 3.3 mmol/l, blood creatinine was 0.42 mg/dl, blood chloride was 97 mmol/l. On (B)(6) 2015, the patient's absolute lymphocyte count was 941 /ul (normal range: 850 to 3900). The patient fully recovered from increased blood creatinine phosphokinase, urinary tract infection, muscle spasticity and blood pressure decreased on (B)(6) 2015. The patient fully recovered from muscle twitching on (B)(6) 2015. The therapy status of gilenya and baclofen intrathecal was ongoing and the action taken with baclofen was unknown. The outcome of the event demyelination was reported as condition deteriorated. The outcome of the events muscle spasticity, pruritus, muscle spasm, vision blurred, insomnia, urinary incontinence (second occurrence), muscular weakness, eructation, depression, fatigue and arthralgia was reported as condition unchanged and not reported for other events. Seriousness of the events, blood creatine phosphokinase increased, leukopenia, lymphopenia, urinary tract infection, muscle spasticity, muscle twitching, blood pressure decreased, fatigue, eructation, abdominal pain, arthralgia, vision blurred, muscular weakness and depression was reported as non-serious and not reported for other events. Seriousness of the events blood creatine phosphokinase increased, multiple sclerosis relapse was upgraded based on information available in source document. The investigator assessed arthralgia, eructation, muscle spasm, muscle spasticity, muscle twitching, abdominal pain, device malfunction, vision blurred, insomnia, urinary incontinence, fatigue, urinary tract infection (first episode), burping, muscular weakness and depression as not suspected to treatment with gilenya, suspected for leukopenia and lymphopenia and causality of the other events was not reported with gilenya. Causality of the events with baclofen and baclofen intrathecal was not reported.] Additional information was received from a healthcare provider via novartis who indicated that the outcome of the event abdominal pain was updated from not reported to complete recovery. The outcome of the events eructation, arthralgia, muscle spasms, insomnia, urinary incontinence, depression, and fatigue was changed from not reported to condition unchanged. The onset date of pyrexia was updated to (B)(6) 2015. Similarly on that date, the patient experienced fever (pyrexia), weakness in lower extremities (muscular weakness), and increased blood creatinine phosphokinase. On (B)(6) 2015, the patient had increased spasticity, spasms, muscle twitching and significant itchiness. The patient fully recovered from the fever on (B)(6) 2015. Additionally, the seriousness of the events eructation, abdominal pain, arthralgia, vision blurred, muscular weakness was updated from unknown to non-serious.

Event description:
Additional information received from a physician indicated the analogy of the progressively degenerative nature of the underlying condition, multiple sclerosis, that provides a plausible alternative explanation for the event. The causality for the event 'central nervous system lesion' was better explained as a manifestation related to the clinical spectrum of the underlying condition, multiple sclerosis, and additionally the event cannot be explained by the pharmacological action of the suspect drug. Lack of information regarding the patient's medical history, and in particular insufficient data regarding the event details, and the presence of a multitude of comorbid conditions could confound the causality.

Event description:
(B)(4): it was reported, the patient developed burping (eructation), knee pain (arthralgia) and abdominal pain on 2015 (B)(6). On 2015 (B)(6), the patient received treatment with nexum (esomeprazole magnesium) and on an unknown date, the patient started esomeprazole for burping. On 2015 (B)(6), the patient had urinary tract infection. On 2015 (B)(6), the patient had blurry vision (vision blurred) and uncontrolled bladder (urinary incontinence). On (B)(6) 2015, the patient had insomnia. The patient received unknown medication for urinary tract infection and on (B)(6) 2015, the patient completely recovered from the urinary tract infection. On (B)(6) 2015, the patient had urinary incontinence. On (B)(6) 2015, the white blood cell count was 3.0 thou/ul (white blood cell count decreased) (normal range: 4 to 10). It was noted the intrathecal baclofen pump was transitioned from its normal programming of delivering 1050 mcg per day to safe state in which the pump delivers a minimum rate of medication. The patient underwent replacement of intrathecal baclofen pump as well as catheter due to system malfunction on 2015 (B)(6). The patient was provided with a prescription to take baclofen 20 mg, 3 times a day (oral) for increased spasticity. Upon returning home, the pump resumed to safe state and the patient returned to clinic. The pump was set to deliver medication at minimum rate and the patient was prescribed with baclofen 20 mg, 3 times a day (oral) and valium (diclofenac) 5 mg, 3 times a day as needed. The patient took one dose of valium but spasticity persisted and reported significant itchiness (pruritus). The patient symptoms were not relieved with oral medication. The patient received benadryl (diphenhydramine hydrochloride) for pruritus at a dose of 50 mg at 6 hrs as needed, intravenously. On 2015 (B)(6) at 08.00 pm, the patient went to the hospital and received intravenous valium 10 mg every 8 hours as needed and tizanidine 4 mg every 8 hours as needed. The following significant lab tests were recorded on (B)(6) 2015: heart rate was 108 (06.07), heart rate was 86, blood creatinine (0.60-1.10 mg/dl) was 0.45 mg/dl (06.20), body temperature was 97.8 (06.07), body temperature was 97.9, respiratory rate was 20 (06.07), respiratory rate was 20, blood creatine phosphokinase (26-140 u/l) was 1143 u/l (06.20) (blood creatine phosphokinase increased), blood pressure was 122/69 (06.07), blood pressure was 86/43 (blood pressure decreased), lymphocyte count (0.8-4.5) was 0.3 (06.20) (lymphocyte count reduced), lymphocyte count (20-45 %) was 4.4 % (06.20), oxygen saturation was 99 % (on room air 06.07), oxygen saturation was 93 % (on room air at rest), full blood count (42-70 %) was 83.5 % (06.20) and carbon dioxide (22-31 mmol/l) was 33.8 mmol/l. On an unknown date, the patient discontinued gilenya and restarted on 2015 (B)(6) at a dose of 0.5 mg qd (oral). The following significant lab tests were recorded on 2015 (B)(6): blood glucose (74-99 mg/dl) was 100 mg/dl (05.30), red blood cell count (4-5) was 3.82 (05.30 unit: mill/ul)) (red blood cell count decreased), haemoglobin (12-16 g/dl) was 11.6 g/dl (05.30) (haemoglobin decrease) and haematocrit (36-48 %) was 35.1 % (05.30), blood creatinine (0.60-1.10 mg/dl) was 0.4 5 mg/dl (05.30), blood urea (8-20 mg/dl) was 6 mg/dl (05.30), eosinophil count (0-5 %) was 6.9 % (05.30), blood creatine phosphokinase (26-140 u/l) was 513 u/l (05.30), lymphocyte count (0.8-4.5) was 0.4 (05.30), lymphocyte count (20-45 %) was 15.5 % (05.30), monocyte count (4-11 %) was 13.7 % (05.30), blood calcium (8.5-10.5 mg/dl) was 8.2 mg/dl (05.30) and white blood cell count (4-10) was 2.7 (05.30 unit: thou/ul). On 2015-06-18, the patient had increased spasticity, spasms, muscle twitching and significant itchiness. The catheter tip was positioned at t9 level. She received 40 ml pump with 2000 mcg/ml concentration and intrathecal baclofen dose was restarted at 1000 mcg per day. Increased spasticity and itchiness continues and denied any significant pain. The therapy status with gilenya and baclofen was ongoing. The outcome of the other events was not reported. The creatinine phosphokinase increase could be explained as a consequence of a device related complication leading to decreased drug delivery and hence withdrawal. The event was ¿probably related to baclofen intrathecal and unlikely related to fingolimod and oral baclofen.¿ arthralgia, eructation, abdominal pain, muscle spasm, vision blurred, insomnia, urinary incontinence, and device malfunction were not suspected to treatment with gilenya and causality of the other events was not reported. Causality of the events with baclofen was not reported. Discomfort was noted. The outcome of the event muscle spasticity and pruritus was reported as condition unchanged and outcome of the event urinary tract infection and urinary incontinence was completely recovered. The outcome of other events was not reported. Concurrent conditions were pain, oedema, constipation, restless legs syndrome, nasopharyngitis, fatigue, walking aid user, depression and wheelchair user. The drug being delivered via the pump was baclofen.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).